Event description:
Ous MDR - after an implantation period of about 31 months, it was reported that during a follow up, the device indicated eri. All measurements were in range, the measured remaining lifetime was 60 %. The device is still active and implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data was thoroughly analyzed. In particular the returned pacemaker dump was investigated indicating an intermittent current consumption between december 2013 and september 2014 triggering by design a warning message to alert the user. This intermittent elevated current consumption might be an indication of a pacemaker dysfunction, however, the root cause was not determinable based on the information available. The device has not yet switched to the battery status eri. Taking into account that the current consumption might increase again, it should be taken into consideration that the remaining service time will decrease significantly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation, particularly the current consumption was found to be normal and expected. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed an intermittent elevated current consumption. For a detailed root cause analysis the device return would be necessary.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing no anomalies. The battery status was still ok with a remaining capacity of 25 percent. However, the inspection of the device memory content documented an elevated current consumption. Therefore the current consumption of the device was measured, confirming this observation. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functionality was still fully available. During the further course of the analysis the device was opened and the inner assembly inspected. Visually no deficiencies were observed. Subsequent thorough investigations of the electronic module, specifically the current consumption, did not show any peculiarity. Therefore, a long-term pacing test under thermal strain and a mechanical stress test was performed, while monitoring the current consumption of the electronic module. During this thorough analysis no indication for a device malfunction was found, in particular the current consumption of the electronic module was normal and as expected throughout all measurements. In conclusion, despite a thorough analysis of the electronic module no conclusion could be drawn regarding the root cause for the elevated current consumption. Considering the amount of charge taken from the battery, the battery status was found to be anticipated. The pacemaker was fully capable to deliver therapies while it was implanted and in service. There was no indication of a material or manufacturing problem.